Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the product be received for evaluation.

Event description:
The customer reported that a 260ml bag of refrigerated potassium phosphate was programmed to infuse at 130ml/hr and hung as a secondary infusion to the primary infusion of ns. Within 20 minutes the secondary bag was empty and the primary bag was cool to touch and larger in volume than previously observed. There was no patient harm.